Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead was hospitalized due to infection/sepsis. Additionally, the patient experienced an episode where shock therapy was delivered, however, was unsuccessful in converting the rhythm. The patient was externally rescued. A physician contacted boston scientific technical services (ts) an requested review of the stored episode. Ts reviewed the episode and discussed that the delivered shock put the patient into atrial fibrillation (af). Further review of the episode was unable to determine if the rhythm that resulted in shock therapy was conducted af or true ventricular tachycardia (vt). The physician will continue monitoring. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.